Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted on (B)(6) 2023. During the ongoing use of the device, on (B)(6) 2023, the patient reported vomiting. Per the request of the patient and at the advice of the physician, the device was removed during an endoscopic procedure performed on (B)(6) 2023. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.